Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 devices were taken from the current production p/n 8884719009 voldyne 5000 volumetric exerciser lot # 73j2100183, the samples were functionally inspected, and during the test issue reported "leak - info not provided" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "complainant states that when her mother (at-home patient) attempts to use the device, it seems as if the air will not pass through it, almost like there is a leak or a crack somewhere on the device". No patient injury or harm reported. Patient condition reported as "fine".